Manufacturer narrative:
Note that bsc maple grove has filed an additional MDR for the taxus stent involved on the event listed. MDR ID # 6000089-2007-01370.

Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck at the mid segment of a stent. The target lesion was heavily calcified and severely tortuous proximal to the mid left anterior descending artery (lad). A guidewire and guide catheter were used to access the lesion via femoral artery. The imaging catheter was tracked thru the vasculature, but it was unable to cross the lesion. A rotablator was used to perform a percutaneous transluminal coronary rotational atherectomy (ptcra) to debulk the target lesion. After the ptcra, the proximal lad was pre-dilated with a balloon catheter followed by a stent deployment. The imaging catheter was tracked and advanced partially up to the mid stent segment to performed an intravascular ultrasound (ivus) of the stented area. During imaging, it was noticed that the stent was not fully expanded, and subsequently the imaging catheter became stuck at the mid stent segment. The physician attempted to retrieve the imaging catheter by removing the imaging core and using the catheter's shaft as a conduit to introduce several devices, but without success. Finally, the physician cut the proximal area of the catheter's shaft and advanced distally a f5 terumo guide catheter; allowing the imaging catheter to be released from the stent. The remaining shaft section of the catheter was removed from the pt's body without pt complications, and the pt was reported to be in good condition.